Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility in the EU reported patient had high purge pressure during impella 5.0 support. There was probably thrombus according to the medical team; however, no effect on impella flow. The pump remained on for a support of 6 days til explant.

Manufacturer narrative:
The investigation into the reported high purge pressure has been completed since the original report was filed. No product was returned for evaluation. Data logs were not available for review of high purge pressure issue. As per clinical, 5.0 pump was used for 6 days, and high purge pressure alarm was found. The cause of the high purge pressure issue was not determined since product and data logs were not returned for review.